Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (1 mg/ml at .25 mg/day) and dilaudid (5 mg/ml at 1.25 mg/day) via an implantable infusion pump. The indication for use was chronic low back pain, post-laminectomy pain and spinal pain. It was reported that the patient had increased pain for the last couple of weeks and during a refill appointment a volume discrepancy was discovered. The expected reservoir volume was 5.8cc and no drug was able to be aspirated. It was noted that the hcp used imaging to confirm that he was in the pump and was able to add 8 cc of saline into the pump and aspirate fully. The caller stated that there were no issues during the prior refill appointment on (B)(6) 2018. The pump was left empty and the patient was given oral medication. It was reported that next week the patient would come back to have saline put into the pump and decide what further actions would be taken regarding the pumps contents. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient was brought back to the hcp office and when the hcp attempted to do the pump refill he did not like the way the saline was being infected and aspirated out. It was reported that the hcp had no confidence in the pump and it would be replaced on (B)(6) 2019. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned and passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.